Manufacturer narrative:
This report is being supplemented to provide additional information regarding the event/procedure and additional information based on the legal manufacturer's final investigation. Updated fields: b1, b2, b5, d8, d9, d10, g3, h1, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device underwent visual and functional inspection. Based on the results of the investigation, olympus confirmed the screen turned yellow due to a twisted cable. Additional findings were: cable adhesion and punctured connector. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the issue occurred during pre-use inspection for a holmium laser enucleation of the prostate procedure that caused a delay of thirty (30) minutes with patient under general anesthesia. The procedure was completed with another device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a yellowish image. There were no reports of patient harm.